Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal lioresal 2000 mcg/ml at 1977 mcg/day via an implanted pump. It was reported the system was explanted on (B)(6) 2020 due to an infection and discarded. The system would be replaced in the future. There were no environmental/external/patient factors to report that may have led or contributed to the issue. No troubleshooting or diagnostics were performed per the report. The patient was taken to surgery on (B)(6) 2020 for explant of the pump and catheter due to infection. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s medical history was asked but unknown.